Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood and contrast throughout the distal lumen. An examination of the returned device found a pinhole located on the proximal end of the balloon wall parallel with the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Lesion details are unknown. The balloon of this 2.50x15mm nc quantum apex balloon catheter ruptured at nominal pressure during use inside the patient. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Lesion details are unknown. The balloon of this 2.50x15mm nc quantum apex balloon catheter ruptured at nominal pressure during use inside the patient. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.